Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that due to this, they experienced dizziness, weakness, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon and sugar water for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that due to this, they experienced dizziness, weakness, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon and sugar water for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch. Adhesive has not been returned. Unable to perform further investigation due to no product returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this is also serves as a correction report. Section h4 - device mfg date was incorrectly documented in the initial report. The correction has been made here.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer indicated that due to this, they experienced dizziness, weakness, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucagon and sugar water for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.